Event description:
It was reported that, surgeon did a left hip revision of a rejuvenate stem because pt was complaining of pain in left hip. Removed bipolar component, stem and modular neck.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 38mm, cat# nls-380000b, lot# 32143201, 26mm std lfit v40 head, cat# 6260-9-126, lot# 38574405, uhr bipolar 26x58mm, cat# uh1-58-26, lot# mkrl77. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the reported device cannot be performed as the device was not returned to the MFR. Pt has legal representation and obtained implants. Add'l info including x-rays and medical records was not made available either. Should add'l info become available, the eval summary will be submitted in a supplemental report.